Event description:
It was reported that an infusor did not infuse. The device was filled with 92 ml of fluorouracil and 164 ml sodium chloride. It was noted that the fluorouracil vial was examined under a polarized light before use to ensure that there was no crystallization. After the infusor was filled it was primed, capped and released to the facilities oncology ward. The device was attached to the patient¿s central line and they were sent home. Upon the patients return it was observed that the contents of the infusor had not infused. There was no report of patient injury, medical intervention, or adverse event in association with this event. The dose was omitted from the patients schedule as they were within ten days of their next dose. No additional information is available.

Manufacturer narrative:
(B)(4). Correction/additional information: the device was manufactured november 26, 2013 - november 27, 2013. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The unit was received for evaluation. The unit contained approximately 250ml of solution in its bladder. A visual inspection of the unit (via the naked eye) showed no evidence of flow at the distal luer when the luer cap was removed. Further visual inspection (via the naked eye) revealed the cause of the no flow condition was due to a crystallized drug blocking the fluid path at the distal end of the glass capillary. The glass capillary is located inside the flow restrictor housing. The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.